Event description:
It was reported that cgm displayed repeated error 42 messages despite pump reset attempts, and no information was available regarding customer¿s blood glucose level at the time of the event. There was no reported impact to the customer¿s blood glucose level. Customer coordinated with technical support, confirmed pump details and shipping address, received instructions for storage and return of malfunctioning pump, and had pump replaced under warranty, while preferred backup insulin therapy was not disclosed.